Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she received a failed battery test while using the pump normally on (B)(6) 2015. The customer stated that while driving back from a football game, the failed battery test alarmed again. The customer was advised to insert a new aaa alkaline battery which is stored at room temperature. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.